Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The blood glucose reading was 300 mg/dl. The customer stated that she was trying to program the time into the insulin pump and found that the up arrow button was stuck. She was later able to get the time programmed. She noted that she had high blood glucose levels in the morning, which she treated with the insulin pump. She stated that the blood glucose levels were high because she did not feel well. The batteries had been out of the insulin pump for greater than the duration allowed by the insulin pump. The caller was advised that the device be replaced. Nothing further reported.